Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 60mm aaa. It was reported that the patient was brought to the or with a suspected type ii endoleak, however the aortogram performed revealed the leak to be a ia endoleak. The physician implanted 9 endoanchors to try to resolve the endoleak. The endoleak slowed down but remained. The physician gained access to the left femoral vein and vena cava and used a laser to cross from the vena cava to the aorta in the aneurysm sac. Multiple coils were implanted and the final aortogram revealed resolution of the ia endoleak. Per the physician the cause of the ia endoleak was anatomy related. The physician noted that the aortic neck had deteriorated causing the graft to lose seal. The graft had not moved form its original position nor had it changed shape. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.